Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when the physician attempted to deploy the bands, it would not deploy. When the handle was rotated to deploy the band, the bands would just fall off. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the one of three speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for esophageal varices during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the bander misfired. The physician attempted to fire the band; they would not deploy. They continued to turn deployment wheel to get band to deploy, but then the bands would just fall off. Another two of the same devices were opened and the same problem occurred. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.